Event description:
The customer reported that during a cystoprostatectomy, some sealing cycles were not completed successfully. The customer was unable to confirm if end tones, indicating completed seal cycles, were heard when the seal cycles were not complete. Another device was used to complete the procedure without incident. There was no tissue damage, no bleeding and no pt injury. No further information was made available by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.